Event description:
It was reported that there was unexpected battery longevity. It was also reported there was high current drain due to left ventricular (lv) threshold of 2.5v @ 1.0ms. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193-78, implantable pacing lead, (B)(6) 2004; 6947-65, implantable tachy lead, (B)(6) 2004. (B)(4).